Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored ventricular episode due to oversensing of noise. It was determined that the noise was due to electromagnetic interference (emi) or magnet application during an unrelated procedure. Analysis of the presenting electrogram (egm) verified that this ICD was operating normally after the procedure. No adverse patient effects were reported. Currently, this ICD remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored ventricular episode due to oversensing of noise. It was determined that the noise was due to electromagnetic interference (emi) or magnet application during an unrelated procedure. Analysis of the presenting electrogram (egm) verified that this ICD was operating normally after the procedure. No adverse patient effects were reported. Currently, this ICD remains in service. Later, this product was received by boston scientific after scheduled generator change out and a full investigation was conducted.